Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a combined cataract and vitrectomy procedure, the vitrectomy cutter stopped cutting and was stuck in the open position. A system advisory also displayed. The disposable products were replaced and the system was rebooted to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 26, 2017. Based on qa assessment, the product met specifications at the time of release. One 23ga probe was returned for evaluation for the report of the probe stopped in the open position. A review of the device history records (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were two additional complaints associated with the lot for the reported issue. One photo of the system screen displaying a warning message was reviewed; however, the complaint issue cannot be confirmed by this photo. The returned sample was visually inspected and deemed nonconforming. The needle is bent approximately 20 degrees. Actuation testing was performed and deemed nonconforming. The cutter does not open or close completely. Cut testing was performed and deemed nonconforming. The cutter did not cut. The probe was disassembled and the components inspected. There is approximately 5-10 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight resistance felt when removing the inner cutter from the bent needle. The inner cutter is slightly bent. Gouge marks observed at the bend area and along the length of the inner cutter in several areas. The actuation test was repeated on the disassembled probe and the actuation test was then found to be conforming. The initial test was deemed nonconforming due to the sample not fully opening or closing and a retest showed the cutter was able to actuate to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. This test is then considered conforming. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Therefore, the test confirmed the sample had actuation and a cut issue. The reason for the actuation and cut issue is due to the probe needle and inner cutter being bent. A damaged inner cutter can impede the movement of the cutter shaft. This interference is present with the gouge marks observed at the bend area and along the length of the inner cutter in several areas. When the interference was removed during the disassembly of the probe, the actuation test was conforming when retested. This bent needle and inner cutter condition appears to have occurred during the probe being used in surgery for approximately 5-10 minutes, but it is not known how the needle and cutter actually became bent. The reported issue with the probe was confirmed. However, how or why this happened remains unknown. Therefore, the reported issue is inconclusive and undetermined. The manufacturer internal reference number is: (B)(4).